Manufacturer narrative:
A review of the system logs cannot be performed due to insufficient information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the case was converted to open surgery due to unspecified complications. The customer said the procedure was converted to open surgery due to a complicated surgery and patient bleeding. The cause and source of the bleeding are unknown. The customer indicated there were no da vinci product issues during this event.